Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the returned condition confirmed the reported failure to retrieve the suture during the needle plunger retraction. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A search of lot history record did not reveal any non-conformances associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified, mildly tortuous left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure for anterior tibial artery stenosis. Reportedly, after the plunger was retracted no suture was present. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 0.035; abbott progress; sheath: 6fr; heparin. It was reported that calcification was noted in the left common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.